Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 512 mg/dl in the morning, filled reservoir then delivered 10 bolus and current blood glucose level was 480 mg/dl. Declined troubleshooting for high blood glucose. Customer reported that the insulin pump had insulin flow blocked alarm happens when the insulin pump did no longer able to push any insulin out. The insulin pump will not be returned for analysis.